Event description:
It was reported to technical services on 10/1/2012 that this lv lead was turned off due to possible stimulation. The rep was working with dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).